Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was emitting tones. Interrogation revealed that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device will be replaced due to premature battery depletion (pbd). No adverse patient effects were reported. The local field representative has no further information about this patient. It is suspected that the patient had their device replaced with a competitive device however this is not confirmed.